Manufacturer narrative:
(B)(6).

Event description:
A facility has reported a possible dialyzer reaction. For this incident, it has been learned this is a new pt to dialysis. The pt started her dialysis treatment when approx within 10 minutes the pt reports shortness of breath. Oxygen was applied and ultrafiltration was stopped and the pt went unresponsive. CPR was now initiated and an AED was applied. A dose of sodium bicarbonate given by IV and the pt is now responsive. The pt was transferred by ambulance to the ER for eval. Of note: it was learned that the pt continues to receive dialysis with use of this product without further incident. It was reported that the facility has now attributed the event to panic attacks and anxiety. There is no sample and the lot is unk.